Event description:
On (B)(6) 2007 I had heart attack and had an ats medical aortic valve inserted. Model number 500fa25, serial number (B)(4), size 25 mm. On (B)(6) 2019 I had my heart scoped and it was determined that the valve had developed a hole and needed to be replaced. On (B)(6) 2019 I underwent open heart surgery to replace the failed ats medical valve with a bovine valve. FDA safety report ID# (B)(4).